Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed burn marks on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. These damages clearly indicate a shock delivery into an external short circuit, consistent with the burn marks observed during the visual inspection of the ICD. Due to this damage of the electronic module, the device could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddlers syndrome, a subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
After an estimated implantation period of 3 years, it was reported that the patient called the cardiology department because she felt "something strange" around the ICD pocket. When arriving at the hospital, the patient reportedly received a shock. The ICD could not be interrogated in the hospital. ICD and OEM lead were explanted. The ICD was not returned to biotronik for analysis. Furthermore it was reported that the patient hat a history of twiddlers syndrome back in 2015, when the lead was exchanged, but the device remained the same.